Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead exhibited out-of-range low impedance measurement and loss of capture threshold. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.